Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump may have been over-delivering. Per reporter, the issue "occurred approximately six to seven months ago." It was reported that the pump was set to accredo "who is rebuilding/fixing the pump and they currently have a loaner pump." No adverse patient effects were reported.